Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The reported difficulty to remove (protective sheath) was not confirmed due to the condition the device was returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to remove (protective sheath). The noted damages to the device are likely due to inadvertent mishandling during the reported difficulty removing the protective sheath. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the protective sheath got stuck on the wire. No additional information was provided. Return device analysis noted the tip and inner member were separated.